Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection around the abutment site and was prescribed oral antibiotics (date and duration not reported. The implanted device remains.